Event description:
On 9/25/81 an ipp device was implanted. On 1/25/84 the cylinder were revised. On 4/24/86 the pump was revised. On 3/26/97 the pump was removed from the pt and replaced because it was "non-functioning."